Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/04/2017 that on (B)(6) 2017, the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Case was open for further inspection and troubleshoot. The unit passed internal inspection. The receiver stuck on initializing screen, shutdown and re-initialized continuously. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.